Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was treated with an ovation at an unknown date. At the conclusion of the procedure, the patient left the operation theatre with a type ia endoleak. The endoleak spontaneously resolved during a maximum of 3-months of follow-up. Patient was treated outside the IFU (severe angulation). Type ia endoleak was significantly more common among patients treated in an off-label fashion. Information came from a publication and no additional info was made available.